Manufacturer narrative:
(B)(4).

Event description:
During a pump refill, 40 ml of baclofen was filled into the pocket. The device system was used to deliver baclofen 2000 mcg/ml. An attempt to obtain additional information was unsuccessful; the initial reporter was contacted and stated: "the call that was placed was in reference to a call that they had received from a doctor in (B)(6). The name of the doctor in (B)(6) was unk. The pt name was unk. No other information was known."